Event description:
Home health rn reported they are at pt's home to do infusion. Pt received new pump but it is not working. Home health rn changed the batteries several times but pump will not work. Home health rn believes it is the internal battery. Rph advised home health rn to use the current pump today and send back new pump to pharmacy to be checked. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 35gm. Gammagard liq soln indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.